Event description:
It was reported that during a ptca/stent procedure, the stent delivery system(sds) ruptured during inflation. A dissection was noted proximal to the site and a slight dissection just distal to the site. The mid portion of the stent did not fully deploy and was successfully expanded using a balloon catheter. A second stent was placed at the proximal dissection site and distal area was not treated. Reportedly, the pt was doing fine.